Event description:
It was reported that the procedure was to treat a heavily calcified unspecified lesion. A 5x80mm absolute pro stent was advanced to the lesion and deployment was initiated. However, it was noted that there was difficulty deploying the stent only the [distal] end of the stent opened up while the other end did not. Finally, the stent implant fully deployed, although with difficulty. However, a second stent had to be deployed as the vessel was injured by the manipulation during the release of the absolute pro stent. No additional information was provided. There was a reported clinically significant delay. No additional information was provided.

Manufacturer narrative:
The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and similar incident review of the reported lot could not be conducted because the lot number was not provided. As there was no reported damage noted to the device during the inspection prior to use, it is possible that interaction with the heavily calcified anatomy resulted in preventing the shaft lumens from moving freely; thus resulting in the reported activation/deployment difficulty; however this cannot be confirmed. The investigation determined a conclusive cause for the reported activation/deployment failure cannot be determined. Interactions with the heavily calcified anatomy likely resulted in the reported patient-device incompatibility wall apposition (leading 2-3 cm of the stent implant did not deploy [waist] and did not fully appose to the vessel wall once deployed). The treatment(s) appears to be related to the operational context of the procedure as a second stent had to be deployed to assist in fully apposing/expanding the absolute pro stent and as the vessel was injured by the manipulation during the release of the absolute pro stent. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily calcified unspecified lesion. A 5x80mm absolute pro stent was advanced to the lesion and deployment was initiated. However, it was noted that there was difficulty deploying the stent only the [distal] end of the stent opened up while the other end did not. Finally, the stent implant fully deployed, although with difficulty. However, a second stent had to be deployed as the vessel was injured by the manipulation during the release of the absolute pro stent. No additional information was provided. There was a reported clinically significant delay. Subsequent to the initially filed MDR, the account confirmed that the procedure was to treat the superficial femoral artery. Additionally, it was confirmed that the leading 2-3 cm of the stent implant did not deploy (waist) and did not fully appose to the vessel wall once deployed. The second stent was also used to assist in fully apposing/expanding the absolute pro stent.